Manufacturer narrative:
Updated to incorporate information received on (B)(6) 2016.

Event description:
Additional information was received from the manufacturer¿s representative on (B)(6) 2016. It was reported that the patient was initially admitted to hospital for stroke symptoms. The MRI ruled out those symptoms. The physician on the floor had the pump turned to minimum rate to rule out any overdose possibilities.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 200mcg/ml at 9.62mcg/day via an implantable pump. The indication for use was spinal pain. It was reported that the patient reported to the hospital on (B)(6) 2016 for an MRI. The event was not related to pump. The patient was then placed inpatient. On (B)(6) 2016 the physician on the floor updated the pump to minimum rate to rule out that patient is overdosed. The pump was updated to minimum rate and patient remained in the hospital. There were no reported environmental, external or patient factors that may have led to or contributed to the event. There were no reported diagnostics or troubleshooting performed. The actions and interventions were reported as the pump was reduced to minimum rate of 1.25mcg per day. It was unknown if the issue was resolved at the time of the report. The patient status was noted as alive, no injury.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.